Event description:
Surgeon squeezed the dermabond to activate it and a piece of the glass vial broke through the rubber part and stuck through his gloves into his right middle finger. Manufacturer response for ethicon dermabond advanced, ethicon dermabond advanced (per site reporter): manufacturer provided rga# and product return packaging.